Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal segment of the lead was returned, it was determined that the allegation against the lead was not confirmed based on normal lead resistance measurements and inspection that showed no conductor fractures. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.